Manufacturer narrative:
Rec'd by MFR 05dec2019. Date rec'd 06dec2019. The customer is under the impression that this is a user error by the rt staff and not a failure of the ventilator. The customer stated that the unit has been working since is was brought to her shop. Due to unit not being under a contract/warranty (B)(6). At this time does not require fse to come on site. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported that the proximal pressure sensor autozero failure was found in the significant event log. There was no patient involvement.